Manufacturer narrative:
E1: (B)(6). The device is expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite iii video system center image became dark. The combination scope was a ltf-s300-3d. No abnormal appearance was observed. Since it occurred in multiple scopes, it was determined that the combined equipment did not need to be issued. The issue was found during a therapeutic laparoscopic tail pancreas resection. The procedure was completed with the same device. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The subject device was not returned to olympus; therefore, the reported event could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted.

Event description:
The procedure was completed with no delay by turning the device off then on. The issue occurred at the beginning of the procedure. The procedure was completed with the same device. No other devices were replaced during the procedure.